Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. He reason for call was caller stated that patient had had ins off and then turned it back on for "a few years" and now is saying it is not really helping "that much" and they want to turn it off again. Caller said it was around the time of covid that patient had turned ins off and then back on. Caller said when they try to connect to ins they get a "not found" message and are not able to turn ins off. Troubleshooting was unable to be performed as caller was not with patient or equipment at time of the call. The patient was redirected to their healthcare provider to further address the issue

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient(pt)'s implant doesn't seem to be working for pt and pt wants to leave therapy off due to this. Agent asked for event date of when pt noticed this and caller clarified that the implant seemed to work at the beginning and then after a while it didn't work. Caller provided event date as "maybe a year ago or a year and a half ago". Caller reported pt "started getting pain and we had to change the app". Caller clarified they tried to change pt's therapy settings (programs) and reported that did not help. Caller reported pt had a colonoscopy and following the colonoscopy the implant started to hurt pt and pt turned off therapy due to this. Caller clarified pt started experiencing a lot of pain that started following pt's colonoscopy on about may 6th and pt turned therapy off on may 7th. Caller stated pt had a colonoscopy prior to pt undergoing a major surgery to have part of pt's colon removed. Caller stated now pt will be going through chemo. Caller stated they think the "shoving and pushing" during the colonoscopy caused pt a lot of problems from that. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. The patient's relevant medical history included history of colon cancer.